Event description:
The wife of a pt contacted lifecor customer support to report that both battery packs were displaying the symbol with the red line through it over the past several days. She stated that when a battery pack is placed in the monitor, it displays the "?". The pt is unable to download. Support sent a pt services representative (psr) to the pt to replace equipment. "Support did not many "battery runtime expired" errors on a recent download." The psr replaced the pt's battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluations for 3 battery packs have been completed. The battery pack would not work because there was water inside one of the battery pack. The board was heavily corroded. The battery pack was scrapped. One battery pack was fully functional. It was retested and restocked. The other battery pack had a damaged locking tab. The battery pack was repaired. It was retested and restocked. The root cause of the damaged clip cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. No adverse event occurred due to the defective battery packs. The pt rec'd replacement battery packs.